Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion. It was reported that during surgery the driver tip broke. There was a reported delay of less than one hour, and no reported impact to patient outcome.

Manufacturer narrative:
The driver was returned for analysis. Analysis found that the tip of the driver was broken off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device name and code was corrected and updated. If information is provided in the future, a supplemental report will be issued.